Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) was not working on the battery. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, g1(contact office, contact person -mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and determined that the battery is defective. Fse replaced the battery from customer stock, all functional tests performed successfully. Machine handed to the customer in working condition.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and determined that the battery is defective. Fse states that batteries needed to be replaced and will submit the quotation for the same. There is no information regarding the replacement of batteries. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : waiting for customer approval of quote.

Event description:
N/a.